Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, the light source 500xl xenon had a temperature error e12. Procedure was successfully completed with the same device. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and the lamp door was bent. There was a relationship found between the returned device and the reported incident. The complaint of an e-12 errors was confirmed. E12 is the error code for overheating. Light source powered up but did not ignite lamp. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.